Manufacturer narrative:
Correction to the initial MDR in block e3. Upon receipt at our post market quality assurance laboratory, the returned maestro controller and pod were visually inspected, and no problems were found. During functional testing, the controller and pod were connected with a known-good maestro and rhythmia system. Ten ablations were performed successfully at 50w with no errors presented. With all available information, the reported event of "message- d10 invalid catheter ID" could not be confirmed as the device passed all testing, and no evidence or problems were observed during the analysis.

Event description:
It was reported that the pod could not recognize the catheter and displayed an error. Subsequently the procedure was cancelled post sedation. This is being reported for cancellation of the procedure post sedation. During an electrophysiology procedure, a maestro 4000 controller was selected for use. The unit suddenly stopped functioning and was unable to recognize the ablation catheter, despite the catheter being visible on the rhythmia system. The system displayed a finding catheter message. The issue was unable to be resolved, and the procedure was canceled. The patient was under conscious sedation during the time of cancellation. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the pod could not recognize the catheter and displayed an error. Subsequently the procedure was cancelled post sedation. This is being reported for cancellation of the procedure post sedation. During an electrophysiology procedure, a maestro 4000 controller was selected for use. The unit suddenly stopped functioning and was unable to recognize the ablation catheter, despite the catheter being visible on the rhythmia system. The system displayed a finding catheter message. The issue was unable to be resolved, and the procedure was canceled. The patient was under conscious sedation during the time of cancellation. No patient complications were reported.